Event description:
The patient experienced no stimulation and a loss of therapeutic effect. An x-ray confirmed that the neurostimulator had flipped several times in the pocket and the wires may have gotten twisted. There may be a fracture in the extension wires. The lead impedance measurements were greater than 4,000 ohms on all the bipolar pairs when tested at 4v. A surgery has been scheduled for (B) (6) 2010 to replace the extensions.

Manufacturer narrative:
(B) (4).